Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to transcatheter aortic vascular implantation (tavi) interventional procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, it was difficult to push the plunger of the second prostyle device and the suture did not deploy [cuff miss]. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a large bore sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported needle to cuff miss. In this case, a deflection likely caused a needle to drive into a foot preventing the plunger from fully closing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.